Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Erased and reloaded program flash. The system was tested and found to be working as intended.

Event description:
It was reported that the 9800 system was experiencing intermittent communication failures that would require reboot to clear. Customer continues to use system. No patient injury reported.